Manufacturer narrative:
The device was returned to the factory for evaluation. Blood was not observed in the delivery tube. The slide lock was engaged. The plunger was not depressed on the delivery device. The seal and tension spring assembly remained inside the loading device. The seal was delaminated at the fourth inner coil. The following measurements were taken; the inner delivery tube diameter, the outer diameter was measured and the length of the delivery tube. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was confirmed. The confirmed failure mode has been investigated in the CAPA system. A lot history record review was completed for the returned product lot number. There was no nonconformance recorded in the lot number. Internal complaint number catsweb (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. (B)(4).

Event description:
The hosp reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3 mm failed to load. A replacement device was used to complete the procedure.